Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose level. The customer's blood glucose level was 50 mg/dl at the time. The customer also reported that the insulin pump alarmed cannot find sensor signal alert. The insulin pump was not communicating with the transmitter. The insulin pump will not be returned for analysis.